Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient information.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the reported symptom of system error 322 alarms, but could not determine a cause. Evaluation of known contributors has led to the determination that the upper auxiliary assembly was the failing component. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.